Event description:
An mhra user report has been received, reported by the patient's parent "my child has type 1 diabetes and relies on adhesive-based wearable medical devices (including glucose monitoring and insulin delivery equipment) for survival. She has developed repeated and worsening allergic skin reactions at the adhesive sites, including inflammation, irritation and inability to tolerate continued wear. The reactions are now interfering with safe and consistent use of life-sustaining equipment. These devices are essential to manage blood glucose and deliver insulin. Inability to wear them safely poses a significant risk to her health and life. Additional information: we have contacted the manufacturers to request information about the adhesive composition to support clinical assessment and allergy management. Manufacturers have declined to disclose this specific information due to product confidentiality, limiting clinicians¿ ability to identify the allergen or advise on safe alternatives". The patient's parent has also reported to insulet the op5 adhesive skin reaction her child has been experiencing. The patient has hives, skin break down, itchiness and redness after she takes off the pod. The parent has requested compound formulation ingredients for the pod adhesive for skin patch testing. The parent reports the patient first developed adhesive allergies about two and a half years earlier when she began using another manufacturers sensor, the patient was referred to dermatology and diagnosed with allergic contact dermatitis, although the exact allergen remains unknown. The requested compound formulation ingredients information has been provided to the parent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.